Event description:
The customer reported the system displayed filament regulatory failure, and collimator iris too large messages. This error occurred during a procedure with patient involvement, therefore, this malfunction may have resulted in an accidental radiation occurrence. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib nodes were evaluated and reloaded. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.